Manufacturer narrative:
Marked other for infection reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was an infection and an explant of the ins was planned for the day of the report. There were no known factors that may have led to the issue. The rep said the status of the ins was unable to be determined. It was noted that the issue was resolved at the time of the report. No device issue were reported. No further complications were reported.